Event description:
It was reported that the customer dropped the pump and the pump touch screen was shattered. Reportedly, the pump was still functional and the customer's blood glucose level was 145 mg/dl. This event is being reported based on the evaluation of the returned device. During evaluation, it was confirmed that the pump failed the functional test. Reportedly, the touch control might have been damaged due to high force impact.